Event description:
It was reported that the patient went to the hospital due to the device not working as expected. Two weeks later a procedure was performed in which the existing pump and cylinder were removed and replaced. Upon examination a bulge was identified on the right side of the cylinder. The reason for the bulge was not identified in the hospital. The patient was said to be stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: upon receipt, the cylinder was thoroughly analyzed. Visual inspection identified air between the inner tube/fabric and the outer tube when the component was inflated, wear at fold in proximal cylinder body and in cylinder body and a fatigued and worn kink resistant tubing (krt). Product analysis confirmed the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: visual analysis of the returned cylinder identified air between the inner tube/fabric and the outer tube when the component was inflated. The cylinder has wear at fold in proximal cylinder body and in cylinder body. The kink resistant tubing (krt) was fatigued and worn to filament; an exposed suture was present.the cylinder also has a leak in the proximal cylinder body that was the result of sharp instrument damage. Due to this damage being consistent with explant it was considered a secondary failure. The cylinder was not pressure tested due to the identified leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the device not working as expected. Two weeks later a procedure was performed in which the existing pump and cylinder were removed and replaced. Upon examination a bulge was identified on the right side of the cylinder. The reason for the bulge was not identified in the hospital. The patient was said to be stable and improved following the procedure.